Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft limb was used in the endovascular treatment of a 45mm abdominal aortic aneurysm. It was reported that during the index procedure the main body of the stent graft was delivered to the right side but attempts to deliver it to the contralateral side was difficult due to severe vessel tortuosity and calcification. Once the device was removed from the patient's body, the outer sheath was noted to be strongly kinked. It was then decided to abandon this device. It was then replaced with a new device and the procedure was completed successfully. As per the physician the cause of the event is patient vessel morphology. No additional clinical sequalae were reported and the patient is fine.